Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6, h10. The reported event "mitral insufficiency" and "the explanted valve had a prolapse on one cusp resulting in the valve not being able to close properly" was reported. One photo was received from the field, which appeared to show one valve cusp not fully closed, outside of a patient. However, no anomalies were found with the valve cusps, and functional testing at the time of manufacturing and upon return to abbott indicated the valve functioned normally. This test ensures proper cusp coaptation and hemodynamic performance. The free state of the cusps, without physiological pressure applied, is not indicative of actual cuspal coaptation or valve function. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported that on (B)(6) 2021, a 33 mm epic stented porcine heart valve with flexfit system was chosen for a mitral valve replacement procedure. After the valve was implanted and the patient was removed from cardiopulmonary bypass (cpb), a transesophageal echocardiogram (tee) was performed and revealed mitral insufficiency. The patient was placed back on cpb, and the epic valve was explanted. It was observed that the explanted valve had a prolapse on one cusp resulting in the valve not being able to close properly, which was the suspected cause of the mitral insufficiency. Another 33 mm epic valve was successfully implanted to resolve this event. The surgery was significantly extended by 40-50 minutes due to this event, but the user did not believe that the delay had the potential to cause hemodynamic compromise or serious injury. No additional measures or medications were required solely due to extended time on cpb. Patient status was reported as unknown. No additional information was provided.